Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Report source foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
When the hose is connected to the compressor, air is leaking by the free end of the hose. No harm or delay was reported and the hose was never used before. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI: (B)(4). This medwatch is being filed to relay additional information. Product review of the derm ii hose serial number (B)(6) by zimmer biomet surgical post market lab on 04 mary 2020 revealed that on the end of the hose, where it would connect to a compressed gas source, the o-ring surrounding the plunger appears to be displaced. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event was confirmed.

Event description:
No additional event information available.